Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for new-onset atrial fibrillation (af) with rapid ventricular response. The patient¿s implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for new-onset atrial fibrillation (af) with rapid ventricular response. The patient¿s cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.